Event description:
It was reported that catheter entrapment occurred. A 38mm x 3.00mm ion¿ stent was advanced however, the balloon would not track over the wire and it was noted that the unspecified wire became lodged in the balloon. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).